Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to use stress, external factors, or handling. The inspection method for this event is described as follows in the instruction manual (operation) "chapter 3 preparations and inspections 3.2 preparations and inspections of the endoscope". "Inspection of the endoscope body. 1. Visually check that there are no scratches, chips, deformation, or other abnormalities on the external appearance of the operation unit. 2. Visually check that there are no bends, twists, bulges, or other abnormalities in the soft part near the boundary between the anti-break part and the insertion part. 3. Check that there are no cracks, dents, bulges, edges, metal wires protruding from the inside, protrusions, floating resin, peeling, or other abnormalities in the appearance of the insertion tube. 4. Grasp the insertion tube lightly with your hand and slide it along its entire length to make sure that it does not catch on the entire circumference. Also make sure that the flexible part is not unusually hard." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue of a broken membrane was confirmed. Due to a cut on bending section cover, water tightness was lost. There were few additional findings. Due to deformation of control unit, water tightness was lost. Adhesive on bending section cover had a chip. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. The objective lens, control unit and light guide lens had discoloration. Bending tube was damaged. Image guide bundle had significant breakages due to which image had a stain. Connecting tube had a dent. Scratches were found throughout the device. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by user facility.

Event description:
The customer reported to olympus, the tracheal intubation fiberscope had a broken membrane. There were no reports of patient or user harm. The device was returned to olympus and evaluated. The olympus repair center identified, the coating of the image guide tube was peeled (one millimeter square or more). This medical device report is being submitted to capture the reportable malfunction found during the evaluation of the returned device.